Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600mg/dl. Reportedly, customer's healthcare provider said "the pump" was the cause; however customer was unable to provide additional details. Bg was treated with intravenous insulin. Reportedly, customer left the ER the same day with customer in stable condition (bg 156 - 185mg/dl).